Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices via a 7f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present upon plunger removal of the devices with two devices attempted on the left common femoral artery (lcfa) and one device attempted on the right common femoral artery (rcfa). The evar procedure was completed with the 7f sheath in the rcfa and an upsized 18f sheath in the lcfa . Hemostasis was achieved with manual compression on both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.